Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed the top and bottom cases are in excellent condition. During the power up process and using biomed diagnostic monitor analog sensors, the problem was duplicated. The root cause of the reported issue was found to be the plunger printed circuit board. Plunger printed circuit board to be replaced and device convert to loaner.

Event description:
It was reported that there was a force sensor failure test. No patient injury was reported.